Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r-wave on the right ventricular lead was noted to be low. Reprogramming was performed to change the sensing vector. The r-wave increased but was still noted to be low. More than a month later, one episode of oversensing that was possible t-wave oversensing occurred. The sensitivity was reprogrammed the lead remains in use. No patient complications have been reported as a result of this event.